Manufacturer narrative:
B5: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received: comments: right l3 pedicle screw was loosening and subsidence at the l3-4 level noted on the 12 month CT scan. Related to tlif grafting material, "subsidence is mentioned in addition to screw loosening. Site related assessment: possibly related to capstone peek spinal system implant and tlif grafting material, causal relationship to posterior supplemental fixation system and device hardware - index surgery.

Manufacturer narrative:
H3: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID: (B)(6), study ID: (B)(6) it was reported that right l3 pedicle screw was loosening and subsidence at the l3-4 level noted on the 12 month CT scan. Outcome status is not recovered/not resolved. Severity of ae is mild. Site related assessment: not related to capstone peek spinal system implant, tlif grafting material, causal relationship to posterior supplemental fixation system and procedure. Primary diagnosis: instability. Sponsor assessment - not related to the procedure, to tlif grafting material, to the interbody device and causal related to the post fix system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received: sponsor assessment: not related to procedure, tlif material, ib device, and causal relationship to post fix system. Cec adj as causal relationship to tlif procedure, ib device, post fix system, and possible relationship to tlif graft.